Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. Post implant why the patient is in recovery, the patient suffered a cerebellar cerebral vascular accident (cva) sometime post operatively. It is unknown if treatment was performed. Patient is stable.

Manufacturer narrative:
An event of post procedure cerebellar cerebral vascular accident (cva) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.